Manufacturer narrative:
Veeva case: (B)(4).

Event description:
There is a drop that went down towards my throat. [Accidental device ingestion] upper part of my throat looks like it was burnt like a canker sore in it. [Canker sore] I gag every so often [gagging] upper part of my throat looks like it was burnt like a canker sore in it. [Throat burning sensation of]. Case description: on (B)(6)2024 a spontaneous case was reported in united states of america by a patient via call center representative (phone). The report concerns a female consumer of an unknown age. The consumer received polident (napc+potm+taed tablet) for indication product used for unknown indication. Dose, frequency, lot number and expiration date were not reported. No concomitant medications were reported. On (B)(6)2024, after an unknown time of starting polident, the consumer experienced a medically significant there is a drop that went down towards my throat (preferred term: accidental device ingestion). The outcome of the event accidental device ingestion was unknown. On an unknown date, the consumer experienced non-serious I gag every so often (preferred term: retching), upper part of my throat looks like it was burnt like a canker sore in it (preferred term: throat irritation and aphthous ulcer). The outcome of the events retching, throat irritation and aphthous ulcer was unknown. No medical history was reported. No drug history was reported. The action taken for polident was unknown. The dechallenge was unknown and rechallenge was not applicable. Causality for events accidental device ingestion, retching, throat irritation and aphthous ulcer with respect to suspect polident (napc+potm+taed tablet) was not reported / not assessable. Case product: polident device MFR number: 1314819-2024-00131. This report is made by (B)(6) without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I am calling about polident. I though I got it all off my place when I put it in my mouth, but apparently I did not. There is a drop that went down towards my throat. I think, but it looks like the upper part of my throat looks like it was burnt like a canker sore in it. I can breathe, I can talk, but I gag every so often."